Manufacturer narrative:
(B)(4). E1 event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 shears would not activate during the pretest prior to using on the patient. Another kit was opened to complete the case. No patient harm.

Event description:
The hospital reported that the vasoview hemopro 2 shears would not activate. They had no trouble during dissection with the kit. However, while the scrub techs were setting up the device for taking branches, the bipolar would not burn. They usually test the device by closing the jaws over a wet 4 x 4 to test the bipolar, and this was not successful. They switched out the cords and adapter but could not get the bipolar to work. The facility only has one power supply. Each time they tested, the power supply did beep properly and both lights were illuminated as they should be. They ended up opening another kit, and this time the jaws functioned properly. They were able to proceed with the case with the new kit and there was no additional treatment required for the patient. Ultimately there was no procedural delay due to the scrub techs testing the equipment while they were dissecting. No patient harm.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h3.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/28/2026. An investigation was conducted on 04/28/2026. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. The device did turn on during the pre-cautery test as indicated by the consistant beeping of the the reference power supply, however there was no heat being delivered to the jaws. No further testing was conducted due to the device having no heat delivered to the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. While the hemopro power supply continued to beep, the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool.after opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the normally open switch terminal were in contact with the insulation of the primary jaw wire that is welded to the fuse. It was observed that the sharp ends of the wire welded to the normally open switch terminal had cut into and penetrated the wire insulation. This resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The hemopro power supply did not immediately start making an audible beeping sound that indicates electrical energy is not being delivered to the complaint vh- 4000 hemopro2 tool, which is normal. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh- 4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white primary jaw wire going to the fuse and the sharp ends of the wires welded to the normally open switch terminal on the complaint vh-4000 hemopro2 tool. Out of tolerance consideration: an electrical issue occurred due to a short circuit caused by the sharp ends of the welded wires on the normally open switch terminal penetrating the insulation of the primary jaw wire. This incident took place during positioning of the wires and switch within the handle per work instruction. Hemopro 2 tool subassembly batches 3000514985 and 3000514844 were used in vh-4000 finished good batch 3000515673. The shop floor paperwork for the hemopro 2 tool subassembly batches 3000514985 and 3000514844 were reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-mar-2024 to 03-mar-2026. An analysis was performed, which confirmed that no equipment used in the handle assembly process work instruction was out of tolerance. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000515673 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.